Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for noisy signals to be observed.

Event description:
Additional information was received that the patient passed away ten days later. The field representative was contacted and confirmed the patient's death was not related to the implanted system or recent upgrade procedure. The patient was already on hospice and the field representative was called to turn off the crt-d. The field representative confirmed there were no issues following the procedure that would have contributed to her death. The device was subsequently explanted post-mortem and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d) there was noise being sensed on the right ventricular (rv) channel as premature ventricular contractions (pvc). The associated rv lead was removed from the header and re-connected; however, the signal was still present with the device out of the pocket. The device was placed into the pocket and the noise diminished. No adverse patient effects were reported. This product remains in-service.